Manufacturer narrative:
Information received that explant date was on (B)(6) 2020. The surgery went well. No incision enlargement, no vitrectomy, no sutures done. The suspect lens was discarded and will not be returned. Following sections updated: section d7: if explanted, give date: (B)(6) 2020. Device evaluation: product evaluation was not performed because according to the external communications, the product has been discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed the product was manufactured and released according to specifications. A search revealed one additional complaint received is part of this production order, however, the complaint issue is a low risk and no investigation was required, therefore the complaint issue was not confirmed, and additionally, the complaint issue is not related to the complaint from the initial report. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as lens still remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a customer has an upcoming intraocular lens (iol) exchange for a patient who had a symfony iol implanted in his left eye. It was learned that as the device has been implanted for more than a year now, the patient¿s visual issues significantly interferes with his regular activities, described as having difficulty seeing his bike¿s computer as well as having glares & halos. Also, the patient is unhappy with his near visual outcomes hence, the doctor plans to have it be replaced with a non-johnson and johnson iol. No other information was provided.